Event description:
A (B)(6) male, pt, underwent aaa repair on (B)(6) 2010. Procedure was conducted as labeled. The physician did angiography and recognized occlusion at the riia. Then the physician tried to push up the contralateral leg with the main body sheath, but it could not be moved. Also the physician recognized the pt's reia was dissected, so he placed another MFR's stent prophylactically. Finally, the physician decided to keep under observation and ended the procedure.

Manufacturer narrative:
Occlusion is labeled in the IFU. (B)(4). No product or images were returned to assist with this investigation. This product line has addressed all design control requirements and shown the device has met the predetermined requirements and that those requirements meet the needs of the user. Each device is sent with an IFU which describes the indications for use, warnings, precautions, and the proper deployment sequence. Specific to this case, the IFU states: "inability to maintain patency of at least one internal iliac artery or occlusion of an indispensable inferior mesenteric artery may increase the risk of pelvic/bowel ischemia." The failure mode assigned to this case is deployment. This failure mode was determined based on the provided event description and the physician's comments. "Tried to place the leg at almost limit of the bifurcation area, but there was occluded." We will continue to monitor for similar complaints. No add'l actions at this time. The risk remains at acceptable levels.